Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced mechanical issues and incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and a new aus system was implanted. During the surgery, fluid loss from an unknown location was determined as the balloon component was empty. The patient did not experience further complications.